Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the cause of the wound dehiscence was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (6.0 mg/ml at 2.3986 mg/day) via an implantable pump for malignant pain. On (B)(6) 2016, the patient reported drainage of the pump pocket. An examination the next day confirmed the patient report of drainage of the pump pocket. The patient had slow wound healing over the pump since implant, and there were multiple visits for wound checks. The clinical diagnosis was pump pocket wound dehiscence. The patient reported he kept hitting the pump on things, and that his small dog slept on his abdomen. The patient received extensive education on cleanliness and protecting incision sites. On (B)(6) 2016, the patient had a negative wound culture. The incision was well approximated with four staples. There was no inflammation. On (B)(6) 2016, the patient had a small opening, but the pump was visible. The patient was closed again. It was stated the patient remained a smoker. On (B)(6) 2016, the patient reported that the wound had started to open on (B)(6) 2016. At that point, the decision was made to decrease infusion and plan for explant. The entire system was explanted and not replaced on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The event was related to the device and therapy, and related to the implant procedure. The etiology included the incisional site/device tract (pump pocket). The event resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.